Event description:
It was reported the monitor presented no image. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, h2, h4, h6, h11. Corrected fields: h11 (technical assistance support (tac)). The device was not returned to olympus for inspection, and the reported failure was confirmed based on information from technical assistance support (tac). A root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction could not be identified. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed, and the customer was advised that the video signal was being routed through a distribution amplifier. The customer was further advised to remove the amplifier from the signal path and connect the processor directly to the monitor. Upon implementing these steps, image functionality was restored. The customer informed technical assistance support (tac) of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.